Event description:
I got seriously ill. Weakness, tinnitus, numb face, extreme fatigue - in bed most of the day, could not shop for myself. Brain fog, severe anxiety. I owned and operated two businesses at the same location for quite some time. Approx in (B)(6) of 2014, I started not feeling well and did not think I could continue running my businesses because of my deteriorating health. My dr at the time told me it was all in my head. I proceeded to close one business and sell the other. In (B)(6) 2014, I became ill with the "flu". I started having pain and numbness and tingling on the left side of my face and head. In time the pain extended down my neck and back. I became extremely fatigued and feeling ill by (B)(6) / (B)(6) 2015. I lost almost 15 pounds and I was only (B)(6) to begin with at 5'5". My body was in constant pain and anxiety. My hearing became impaired and had ringing in my ears all the time. Any type of stress wore me completely out. If I were to talk on the phone for 10 mins, I had to lay down for 2 hours in bed. I could no longer handle the heat (which prior to this it was the hotter the better for me) and when I was in a/c, I was cold. I couldn't walk through a large store. Grocery shopping was a major chore. I had to have a friend take me, drop me off at the door, get the most needed items, and be picked up at the door. I had to have a seat in the shower to bathe and a seal in the kitchen to cook and do dishes. I was very weak. My dr at the time again told me it was all in my head. My blood work was fine. After seeing a show on tv one evening ((B)(6)) about a woman who had the very same symptoms as myself, we decided that just maybe it was my breast implants that were causing my problems, just like the woman on tv. I had saline implants for 11 years and I did think that the left one felt squishier than before. The left side was and is the side of majority of my physical problems. So, in 2015 ((B)(6)), I replaced my old implants with new, "safer" silicone implants. I started feeling a little better for a while but not for long. In 2018, this is the list I took from my new doctor: brain fog, left side - head and neck and face aches, left ear aches, hearing impairment, muscle / joint aches - neck, back, shoulders, hips; muscle spasms across chest through back - feel hard to breathe; muscle weakness, fatigue, no stamina - to the point of having to lay down; can't handle heat / need sweater / blanket in ac, anxiety, ringing in ears. Burning / dry lips and tongue, lips peeled, dry mouth and lips, dry eyes, itchy skin, gums ache at times have tmj; 2 teeth have chipped in last 2 months, cough, stomach issues, weight loss; trouble sleeping, take alprazolam and zzzquil. Same symptoms as before - only more. My basic lab work came out fine and I was referred to a rheumatologist and was diagnosed with fibromyalgia, chronic fatigue and sjogrens. He also suggested that my breast implants may be the cause. So, in (B)(6) of 2018, I had my implants removed and my breasts "cleaned out". It's been almost a year and I am now starting to feel better. Pain has diminished. I am no longer having panic attacks. I can drive for 2 hours but need to nap upon return. I still have a numbness on the left side of my head and my ear rings all the time. I have headache and pressure (left side). My wonderful drs have given me some relief. I can talk on the phone and visit with friends for limited times, I still have to take my daily nap. I'm not where I was health wise prior to 2014 but I am slowly feeling better. I'm slowly gaining weight while dealing with digestive problems (another symptom of the illness). I am positive that breast implant illness is real and that they were the cause of my health issues. Please look into this and warn women of the possible dangers of implants. It almost took my life.